Event description:
On (B)(6) 2013, the patient underwent surgical intervention (reference MFR. Report #: 1627487-2013-15824). During the procedure, high impedance was found on the lead. As a result, the patient's lead was explanted and replaced (with a different model). Upon explanting the lead, it was accidentally cut by the doctor. The replacement lead resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.